Event description:
It was reported that an ilet user experienced a transient hyperglycemic excursion after consuming a smoothie and coffee with fat-free milk without announcing the meal, with a highest continuous glucose monitor (cgm) value of 204 mg/dl. Symptoms included blurry vision consistent with hyperglycemia. Outcomes included no alarms, no hospitalization, and glucose trending downward by the end of the call. Investigation included troubleshooting and education focused on missed meal announcement and review of cgm data. Investigation of this case revealed user-related missed meal announcement as the cause of the elevated glucose, with the ilet system and infusion set functioning as intended. It was concluded that the cause was user-related use error due to missed meal announcement.